Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 500-700 mg/dl and a correction bolus via the pump was delivered to address bg. Cause of elevated bg was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.